Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, device could not be connected to the programmer. Programmer kept on showing the error message that no device identified. Bluetooth was re-initiated and another programmer was tried, but the issue persisted. Attempted the magnet on/off and tried again, it briefly connected and then unable to download. Programmer was turned off and patient was able to successfully send transmission of symptoms via phone. No further intervention was performed. Patient was stable.